Manufacturer narrative:
(B)(4). Date sent: 10/28/2024. D4: batch#: unk. B3: event day and month unknown. Captured as 1/1/2024. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: what was the procedure? It was a sublobar resection. What was the diagnosis? It was the secondary pneumothorax. What structure were the staplers fired on? The stapler was used on the resection of the s2 bleb. Was a trocar used for stapler access point? Yes. Were trocars used on other port incision if not on stapler entry point? No, only one 12mm trocar was used, and an additional small incision of approximately 30mm in diameter was made. However, neither incision was located anywhere near the bleeding point. Trocar was used and it has any abnormalities noted during the procedure? No. Why does the surgeon believe the intercostal bleeding was caused by the device? Even thought the surgery went smoothly with almost no blood, there was a sudden bleeding after the operation. Upon investigation, it was confirmed that only the device was present there, so the doctor consider this to be one of the causes. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic pneumonectomy, ech60r was used in a partial lung resection during last week's surgery. At that time, the chest was closed, and the operation was successfully completed. Later, the patient suffered intrapleural hemorrhage and underwent open thoracotomy in a temporary operation. The device was used on lungs. The site of the bleeding was an intercostal artery and vein in the chest wall, and the cause was thought to be that the ech60r rubbed against it and caused the bleeding, but the exact cause was not known. The amount of the bleeding was unknown. The patient is stable after the additional surgery. No further information is available.